Event description:
Per the clinic, the patient experienced pain with device use subsequent to sustaining two head traumas in may 2022 (specific date not reported). There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022, and the patient was re-implanted with a new cochlear device during the same surgery.